Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 2nd december 2009 and performed to specification up to 15th january 2012. Temperatures were recorded below the recommended operating temperature throughout the history log. The device failed a self-test due to an out of range temperature error and a low battery. Multiple manual power ups of ten minutes duration were recorded between (B)(4) 2013 and the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The ten minute time outs and the excess current drain measured during the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.